Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that optical lens was clouded/blind, causing severely reduced visibility. Operation is not possible. Only one functional sieve remains. Reprocessing is performed as standard. Lens are protected in the rdg process, have not been dropped, and are handled carefully. Hence there was a foggy image.